Event description:
It was reported that the blade came off while using the cast cutter, 8 foot cord during a cast removal procedure. The procedure was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that the blade came off while using the cast cutter, 8 foot cord during a cast removal procedure. The procedure was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported event, blade comes off, was not confirmed. During the inspection the electrical manufacturing engineer was not able to observe the reported comment. The blades attached and locked as designed, and the unit was working properly. The customer account explained to the engineer that a blade would become loose after a few weeks of everyday use. The engineer recommended tightening the blade at the very least once a day to ensure it does not loosen over time. The device was not repaired, but returned to the user facility.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.